Manufacturer narrative:
An event of device deformation was reported. One image was received from the field which appeared to show the distal disc of an occluder in a deformed, however the device met visual and functional specifications when analyzed at abbott. A unknown size delivery system was used, which could have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo occluder was chosen for implant using a non-abbott delivery system. During the procedure, the device expanded in a bulbous shape. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The device was removed. No replacement device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.